Event description:
Customer reported that their pump completely stopped working, and the screen would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to check power connections and attempt to charge the pump, but these efforts were unsuccessful as the pump screen remained dark. As a corrective action, technical support arranged to send a replacement tandem cable and wall adapter, while the customer agreed to rely on alternate insulin therapy until the issue is resolved.